Manufacturer narrative:
Information was provided that the customer indicated the use of a qualified company cartridge with a company handpiece. The product investigation could not identify a root cause for the reported complaint. Information was provided that the company 20.0 diopter (add power +2.2/+3.2) lens was replaced with a competitors 19.5 diopter, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Per the information provided a company handpiece was used with the company cartridge. The company handpiece will not physically accommodate the company cartridge. This may have been reported in error. No additional information has been provided at this time. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged for another lens model 12 months following the initial implant procedure. Clinical reason for explant due to decreased vision. No more further information expected.